Event description:
A nurse reported that during surgery, the surgeon pressed the vitrector pedal and the gray and black connectors detached and had to be reconnected three times, successfully connecting the third time. The nurse thought it had been twisted incorrectly. The nurse also reported that the machine made loud noise. The case was able to be completed without harm to the pt.

Manufacturer narrative:
The customer¿s complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. This is the first complaint reported against the finish goods lot and the DHR (device history record) shows the product was released per specifications. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause is unk; without a sample, it is not possible to isolate the root cause. (B)(4).